Event description:
Varices injector tested prior to procedure, and needle engaged without problem. During colonscopy, needle could not be entered into usable position. Needle failed to advance. Needle changed during procedure without adverse outcome to pt. Second needle functioned properly.